Manufacturer narrative:
Additional information was received that the patient will not have an ipg revision at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had difficulty charging the ipg following a cardioversion procedure. The patient will undergo an ipg revision.

Event description:
A report was received that the patient had difficulty charging the ipg following a cardioversion procedure. The patient will undergo an ipg revision.

Event description:
A report was received that the patient had difficulty charging the ipg following a cardioversion procedure. The patient will undergo an ipg revision.

Manufacturer narrative:
Event date: (B)(6) 2014.

Manufacturer narrative:
.